Event description:
Health care professional reported a left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds and wear abrasion. Leak test and microscopic analysis was performed which identified no leakage in the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Health care professional reported a left side capsular contracture baker grade iii. Device has been explanted.